Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated longevity remaining decreased from 4 years to 1.5 years over the course of one year. A request was made to have data from this device analyzed, however, technical services (ts) discussed this device has not transmitted data since december 2023, which makes it not possible to perform a battery calculation. It was instructed to ask the patient to send a new transmission to have updated data and perform accurate analysis. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.